Event description:
Upon drilling guide pin (part of the subchondroplasty knee kit)into the left tibia, the physician noted patient's bone was exceptionally hard and was having difficulty advancing the guide pin. At that time, the doctor saw a "spark" and immediately stopped drilling. It was noted that the patient had a dime size area approximately 1 cm x 1 cm at the guide insertion site that was black in the center surrounded by white tissue, and pink tissue in a circle. He irrigated area for 15 minutes with nine liters of lactated ringer's. Silvadene cream (1%) was applied to wound, dressed with xerofoam, and covered with tegaderm. It was verified that a piece of the guide of pin was not retained in the tibia. Zimmer rep was present during the procedure and aware of the situation.